Event description:
It was reported that the anchor was fallen out when the shaft was pulled out after operating the lever. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Information received from customer confirms that no loss of tissue nor additional bone hole was made in the patient. Therefore; this complaint should be considered as not reportable event.